Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient reported that his wife noticed that he was in a heavy sweat and gave him juice. After 45 grams of juice, the patient noted the following discrepancy: cgm was reading at 93 mg/dl and blood glucose meter at 57 mg/dl. At this time the patient had been wearing his sensor more than 7-days, extended use of sensor beyond 7-days is off-label. At the time of the call to dexcom technical support, the patient reported to be in fine condition.